Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that dissector balloon; obturator, lock collar, trocar balloon and valve seal all appeared intact. The insufflation bulb was not received. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon and dissector balloon were inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during inguinal hernia repair when the device was being applied to abdomen. The balloon was unraveling, not functioning properly. Grabbed another device to complete the case. There was no patient involvement, no patient injury, and no medical intervention required.